Manufacturer narrative:
(B)(4). Date sent: 3/29/2024. D4: batch # 512c03. Investigation summary : a photo along with the device was returned for evaluation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additionally, photos were provided and they showed: the first photo one gold reload and one plastic piece handled by a surgical instrument. The second and third photos shows one cavity body with a plastic piece handled by a surgical instrument. However the reload received doesn't show any plastic piece. A manufacturing record evaluation was performed for the finished device batch number 512c03, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, after firing the various magazines - each time a small plastic strip is taken from the situ - sometimes even more than one magazine from kit. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.